Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.